Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter read inaccurately compared to a laboratory device. The patient reported blood glucose results of "175 mg/dl" with the subject meter and "143 mg/dl" on a laboratory device, performed within 10-30 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to lab accuracy testing, this complaint is being reported.